Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the lifevest. The rash was described as a heat rash and was not open, oozing, nor bleeding. The patient's pharmacist recommended that the patient use vaseline on the rash. Follow-up indicated that the rash had healed after using the vaseline.